Manufacturer narrative:
Conclusion: the actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013 and suture was used. During continuous suturing, the needle broke in the swage area. Small pieces of the broken needle possibly fell into the patient's body. The site where the needle broke was washed out elaborately. The surgeon is not sure if any tiny needle pieces remain in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.